Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Therapy date has been estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed since the implanted mitraclip detached from one leaflet while remaining attached to another leaflet and worsening mitral regurgitation. It was reported that on (B)(6) 2018, the patient presented with an anterior leaflet flail, a short posterior leaflet, and degenerative mitral regurgitation (mr) grade 4. Two mitraclips were successfully implanted, without reported issue, reducing the mr to grade 1. On (B)(6) 2018, a transthoracic echocardiogram (tte) was performed and it was noted that one of the two implanted mitraclip (cds (B)(4)) had detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). The exact date the slda occurred is unknown. Per physician, the slda was due to the short posterior leaflet. The mr was grade 3 and no tissue injury noted. Another procedure in the future is possible. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation (mr) is due to slda. The reported patient effects of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.